Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg was placed right side up and the electrode caused it to be damaged. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the ipg was placed right side up and the electrode caused it to be damaged. The patient underwent an ipg replacement procedure and was doing well postoperatively.